Event description:
It was reported that the device does not power on or recognize charging. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device does not power on or recognize charging. There was no patient involvement.

Event description:
It was reported that the device does not power on or recognize charging. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex a: a070803, annex b: b22, annex c: c20, annex d: d16, annex g: g07001. Additional information: annex a: a0705, annex b: b01, annex c: c0201, annex d: d02, annex g: g02002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of doesn¿t power on or recognize charging was confirmed. On 5-jun-2024, pcu was received unboxed and with paperwork. Verified battery was charged, and power cord wasn¿t damaged and was plugged into the power cord connection and unit did not power up. Power supply board did not have 3vdc, 5vdc or 8vdc output. Problem was isolated down to component failure of q19. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace tc10013069 power supply board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device does not power on or recognize charging. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device does not power on or recognize charging. There was no patient involvement.